Event description:
New information received notes that the reported lead was a right ventricular (rv) lead.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the physician experienced difficulty positioning the low voltage lead. Multiple attempts were made but were unsuccessful. The low voltage lead was not used and replaced. The patient remained stable throughout the procedure.